Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage the first distal strut; lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion with severe angulation was located in the severely tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed with a 2.0x15 balloon catheter, a 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.